Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer's allegation in which the door would not properly detect a closed door, was reproduced and confirmed through eval. The eval was able to produce a door not fully latched alarms. Excessive force was required to close the door due to separation between the front case and mechanical assembly causing these alarms. The front case was replaced.

Event description:
It was reported a spectrum infusion pump was not properly detecting a closed door. It was also reported there was no pt involvement.